Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device was connected to tower, the screen was covered in static/lines appear in the middle of screen. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.